Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose and pump alarmed no delivery. The pump alarmed during manual prime. The customer's blood glucose was over 600mg/dl and treated with shots. Customer's current blood glucose was 293mg/dl. The customer stated they changed out the tubing, reservoir, cannula and insulin.